Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had power error detected and replace battery alarms on insulin pump. The customer blood glucose level was 7.2 mmol/l. The customer states they got power error detected and replace battery alarms in the alarm history. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states that notification light was not stopped flashing immediately. The customer was advised to wait until the light stops flashing. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error 25 and replace battery now alarm. The power management tool confirmed power error 25 and replace battery now alarm due to non-sleep anomaly software error.